Manufacturer narrative:
Product ID 8709, lot# unknown, product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during first refill/dose change, much more drug was aspirated than what was expected. It was believed that the patient was not responding to the increase in daily dose. The catheter access port (cap) could not be injected into or aspirated from. The catheter appeared tangled outside the spine. The rotor turned during bolus command. The patient outcome was reported as "as expected." The patient was going to have a catheter revision, but not for another 6 weeks due to a wound infection. The device system was used to deliver baclofen; "3000mcg/ml made by generic company."